Manufacturer narrative:
Occupation is patient/consumer. The returned test strips were measured on reference meters with a high level control sample: target range: 2.5 - 3.1 inr. Measurement 1: 2.8 inr. Measurement 2: 2.8 inr. Measurement 3: 2.8 inr. The returned and the retention material meet the specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of a questionable inr result for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 3.8 inr at 7:38 am. The laboratory result was 2.5 inr at 8:30 am. The patient's therapeutic range was 2-3 inr.